Event description:
It was reported that an ilet user accidentally selected an on-screen prompt indicating visual confirmation of drops while the pump was disconnected, leading to incorrect supply change steps that required guidance to properly fill the tubing and insert the infusion set. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful completion of troubleshooting and education. Investigation included remote troubleshooting and user education on correct infusion set and cartridge change procedures. Investigation of this case revealed user error during the supply change process with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.